Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-10738. It was reported that the patient presented on (B)(6) 2019 for an atrial lead revision procedure due to suspected atrial lead dislodgement. On (B)(6) 2019, cardiac tamponade was confirmed and a pericardial drainage was completed. Implanting physician suspected that the cardiac tamponade occurred due to cardiac perforation by the right ventricular lead during the implant procedure on (B)(6) 2019. Physician stated that he had difficulty positioning the right ventricular lead. Patient was stable and will continue to be monitored.